Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain and spinal pain. It was reported that the patient had discomfort at their pocket site in right buttock. They felt pressure when leaning against chairs. Patient had a pocket revision done which resolved their issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.